Manufacturer narrative:
Corrected data: h6 code h6 code belongs to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient product ID 977a260 serial# [(B)(6)] explanted: (B)(6) 2024 product type lead h2: please note that sections d1, d3, and d4 have been updated at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the lead was repositioned and replaced on (B)(6) 2024. No further complications were reported or anticipated.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday, when returning from rehabilitation, it felt a little discomfort, but when he practiced walking with rehabilitation in the past, he experienced this kind of thing, so he did not worry about it and thought it would return to normal over time, but pain was felt in legs today. The stimulation was lowered to around 1.5, and by operating the controller to try to raise it, it was noticed that the stimulation itself did not feel like it was coming. It did not change even when it was increased to 5.0. Stimulation is on charging is fully charged (can be performed). The stimulator is on; the stimulation settings can be changed; the values on the controller increase, but does not feel any reactions. Just in case, they tried removing and attaching the battery pack, but there was no improvement. They explained that the medical institution might need to deal with the issue, and asked the medical institution to consult with the manufacturer representative (rep). The rehabilitation was asked about the situation with respect to what may have caused the event, it was said there is no possibility of any impact as it is just a walking rehabilitation. The issue was not resolved at the time of report. Additional information was received from the rep reporting that the cause was the lead was out of position. The action taken to resolve was a lead reinsertion operation was performed. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.